Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to pain. The physician observed the device was eroding out of the penis. The app was explanted and no new device was implanted. The patient fully recovered following the procedure.